Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 1 month from date of implant to date of expiration. The device was not explanted. A correlation between the device and the reported events could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired due to pseudomonas sepsis likely related to a chronic, previously unreported lvad infection. The patient was reportedly non-compliant with antibiotics over time resulting in antibiotic resistance. The patient was first admitted on (B)(6) 2014 due to a pseudomonas infected abscess at the driveline exit site which resulted in bacteremia. A tagged white blood cell scan revealed infection around the lvad. The patient was initially managed with cefepime, but was later changed to meropenem and gentamycin as cultures continued to grow pseudomonas and the patient became neutropenic. The patient was treated with granulocyte colony-stimulating factor and neupogen. On (B)(6) 2014, a transesophageal echocardiogram was negative. The pump pocket was surgically explored on (B)(6) 2014 and cultures at that time were negative with no organisms found. The patient also developed clostridium difficile and was managed with oral vancomycin. On (B)(6) 2014 the patient underwent a rectus femoris muscle flap to an epigastrium wound. The patient also received a split thickness skin graft at the epigastrium site on an unspecified date. Cultures from the epigastrium grew multiple antibiotic resistant and sensitive pseudomonas organisms. Multiple changes to the patient's antibiotic therapy were made over time in accordance with serial wound cultures. The patient was ultimately discharged on (B)(6) 2014 after surveillance cultures were negative on zosyn, and oral vancomycin was also continued to treat the clostridium difficile. The patient reported becoming dizzy and having a febrile temperature of 102f on (B)(6) 2014, and then feeling better the following day. Blood cultures taken on (B)(6) 2014 and (B)(6) 2014 were positive for pseudomonas. The patient was placed on gentamicin, and cultures drawn on (B)(6) 2014 were negative for organism growth. The gentamicin was replaced with colistin for at-home use and the patient was discharged. In early(B)(6) 2014 the patient was admitted with acute antibiotic induced renal failure. The colistin was discontinued and the patient continued on zosyn and ciprofloxacin. The patient's renal function slowly improved and the patient was discharged home. No additional information was provided until the patient expired on (B)(6) 2015. The cause of death was reported as antibiotic resistance and pseudomonas sepsis.